Manufacturer narrative:
A ge rep evaluated the sys and repaired the l-arm. System operates as intended. (B) (4).

Event description:
The customer reported that c-arm will not rotate. No pt injury was reported.